Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing it was found the device touchscreen did not respond. This was due to a broken touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen not responding. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.